Event description:
Several of the patient's home monitoring interrogations showed excessive artifacts, especially on the rv lead. The patient is not compliant with medications. It is believed this lead is micro dislodged as readings change with movement of his arm. The patient is currently in afib, so there will be no adjustments to this lead at this time. Ca...

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.